Manufacturer narrative:
All buttons function properly during testing; however, an unlocked keypad connector was found during a visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump had an unresponsive up button. The blood glucose reading was 10.6 mmol/l. The caller stated that using the up arrow button did now allow navigation in the screen. It was noted that the issue was permanent. After replacement of the battery, the caller stated that the buttons were not responding, noting that now the down button did not work. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.